Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said since their date of implant her ins for her back never worked properly. The patient said the stimulation caused more pain than good. The patient said they found out since it was implanted incorrectly and she is having it removed next week. Additional information was reported that the patient's ins will be explanted on (B)(6) 2020. The patient stated that they no longer used the device. No further information was reported.